Event description:
On 03/11/1999, the facility's rn/or supervisor informed the distributor's sales rep of the following: during or, the proximal shunt balloon ruptured spontaneously (no injury by physician or staff) resulting in apparent acute emboli with disruption of shunt. Air could be seen passing through shunt. The pt had weakness of the left arm and hand, but could move her left leg - stroke. On 03/30/1999, the MFR rec'd a medwatch report (uf # not included) from the facility that states the following: shunt leaked air during carotid endarterectomy "rt". During surgery, the proximal shunt balloon ruptured spontaneously resulting in apparent acute emboli with disruption of shunt. Air could be seen passing through shunt. No further details were provided.